Event description:
It was reported to philips that the system was not starting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that host pc was not booting and is due to loose connection. To resolve the issue, fse checked host pc and reset connection. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.